Event description:
Reportedly, on the third firing, the jaws would not open and therefore they used a gyrus tri-polar to remove the load from the tissue. It added 45 minutes to the case. No further injury to the pt.